Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with an acute myocardial infarction (mi), angina, and a moderately calcified, left anterior descending (lad) coronary artery lesion. During advancement of a 3.0 x 12 mm trek dilatation catheter, no force was applied, however, the catheter shaft (mid-shaft) snapped in half. There was no unusual resistance reported and the device had not crossed the lesion. The guide catheter was removed, removing the separated device. Imaging was performed and there was nothing left in the anatomy. There was no adverse patient effect. There was a delay without any associated clinical symptoms. No additional information was provided regarding this issue.